Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that infusion set was occluded and had leaked where the set leads to cannula. The customer reported that the insulin pump received no delivery alarms for two days. The customer reported that she changed entire infusion set including reservoir. The customer reported that the blood glucose was high as of 14.2 mmol/l. The customer reported that the mio set was leaking. The insulin pump is not expected to return for analysis.